Manufacturer narrative:
Complaint allegation is not confirmed. Visual inspection of the low profile screw¿, 2.7 x 12 mm, cortical, sterile had no issues. Dimensional testing of the major diameter and overall length were between tolerances. Functional testing was performed, and the device worked as intended. The most likely cause of the reported failure can be attributed to user error of the device due to misaligned insertion, prying/leveraging and/or excessive force being used during insertion of the screw.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/17/2024 it was reported by an arthrex subsidiary employee via email that an ar-8827-12s low profile screw fell out and could not be implanted. This was discovered during an open reduction of a fibular fracture procedure on (B)(6) 2024. Additional information received on 6/26/2024: the ar-8827-12s low profile screw was implanted but it pulled out. After multiple attempts, the surgeon gave up and decided the fixation would be fine with the other screws that were already implanted. The case was not delayed and additional anesthesia was not needed.